Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that during an unspecified bronchoscopy procedure, the image was said to be fine while it was inside the lung, but upon device removal from the endotracheal tube, the image turned dark. The intended procedure was completed with the same device. No further detail was provided on the pt status. The device referenced in this report was returned to olympus for evaluation. The eval found the objected lens was dirty which was the cause for the dark and blurry images. There were also scratches on the bending section cover glue, and insertion tube. There was also a stain and a small crack on the light guide lens. After the lenses were cleaned the image was found to be clear and passed fog testing. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch, which stated, "prior to use, bronchoscope had a very poor picture which was dark and difficult to focus. The problem resolved once inserted into endotracheal tube. Bronchoscopy was completed. Scope returned to company as not repairable by clinical engineering."